Manufacturer narrative:
The device was received, and an evaluation is complete. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to keypad malfunction. Service evaluation verified the keypad malfunction. The cause was identified to be failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a malfunctioning keypad. No additional information is available.